Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue was verified. The power module was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause is an electrically shorted capacitor on the ac to dc voltage converter.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.